Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (17228305) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an aviator plus (.014 5.0x40 142cm) was delivered to the lesion and inflated. However, it ruptured at its nominal pressure during its initial inflation. Therefore, it was replaced with a new non-cordis balloon catheter. The procedure was completed successfully. There was no reported patient injury. The product will not be returned for analysis. The target lesion was unknown. The vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. Initially, this was a percutaneous transluminal angioplasty (pta) case.

Manufacturer narrative:
Additional information received indicates that the device stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prep normally. There were no anomalies noted during or after the device was prepped. The contrast media used in the procedure a non-cordis product. The inflation device used in the procedure was non-cordis indeflator. The same indeflator was used successfully with other devices. There was no difficulty tracking the catheter through the vessel or lesion. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. There is no procedural film/cd available for review. The device will not be returned for evaluation as it has been discarded due to infectious disease. As reported, a 5x40mm 142cm aviator plus percutaneous transluminal angioplasty (pta) catheter was delivered to the lesion and inflated; however, it ruptured at its nominal pressure during its initial inflation. Therefore, it was replaced with a new non-cordis balloon catheter. The procedure was completed successfully. There was no reported patient injury. The target lesion was unknown. The vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. Initially, this was a percutaneous transluminal angioplasty (pta) case. The device stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prep normally. There were no anomalies noted during or after the device was prepped. The contrast media used in the procedure was non-cordis product. The inflation device used in the procedure was non-cordis indeflator. The same indeflator was used successfully with other devices. There was no difficulty tracking the catheter through the vessel or lesion. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. There is no procedural film/cd available for review. Note: as per affiliate ¿no more information is available because the previous sales rep in charge of this hospital has left¿. The device was not returned for analysis due to the patient¿s infectious disease. A device history record (DHR) review of lot 17228305 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event as calcified/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.